Event description:
It was reported that the dragonfly optis imaging catheter was successful during the first two pre-pci runs. However, during the third run, the catheter became stuck on the guidewire (non-abbott minamo wire). Therefore, the catheter and guidewire was removed as a single unit, and the procedure was completed without a replacement device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove appears to be related to operational context. In this case, it is likely that the guidewire being used with the catheter became compromised (bent/kinked) which caused the difficulty to remove the catheter from the guidewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.